Event description:
It was reported that during use of the catheter afapro28 afa pro 28, blood was observed in the catheter. After several applications, the injection proportional valve (mks) failed. All components were exchanged, and the procedure was aborted after exchanging the catheter and contacting service. Field service engineering was contacted and a service visit was scheduled. The product was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 106e2 product type: console medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.